Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that when the patient¿s ins was put in, it did not work really well so it was revised in (B)(6) of 2010. This resolved the patient¿s leg pain but not he back pain. The patient stated that their healthcare professional (hcp) was well aware that they still had back pain. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported no changes were made and patient indicated it still didn't touch their back pain only leg pain. Patient indicated steps taken to resolve their leg pain was taking medications. Patient indicated again that only their leg pain was resolved not their back pain.